Event description:
The customer reported that an 840 ventilator had a blocked display screen. There was no patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).